Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is folded over and around a post in the lens case. The optic is laying between two posts in the lens case with the optic laying on top of one of the posts. The lens was cleaned for further evaluation. A scratch is observed on the posterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There has been two other complaints reported in this lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, the lens was noted scratched. Additional information was requested.